Event description:
Cuff looks out; injury (patient / other): no; product possibly involved in injury: no; complaint: cuff looks out. Product information: item no.: 50-7050/v001 - pleurx¿ pleura catheter; additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter; additionally affected lot no.: not specified; additionally affected UDI no.: not specified. Additional informations: description of issue (what / why): cuff looks out. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: check-up appointment at the hospital. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: check-up appointment at the hospital. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Information on the error pattern: error location: implantation; type of defect: incorrect / uniform / continuous (faulty). Per customer's response received on 11/28/2023: what was the impact to the patient? Had to go to hospital again. How was the issue resolved? Cuff was sutured. Was there any medical intervention required including diagnostics, procedures, and treatment delay? No. Please provide the lot number associated with reported issue. 0001498856.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402; patient problem code: f23.

Manufacturer narrative:
Pr 9226187 initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Cuff looks out injury (patient / other): no product possibly involved in injury: no product available for examination: no complaint: cuff looks out product information: item no.: 50-7050/v001 - pleurx¿ pleura catheter additional informations: description of issue (what / why): cuff looks out how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: check-up appointment at the hospital photo / sample available: yes safety valve broken / damaged / disconnected: no safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: no successful drainage: yes impact to patient: check-up appointment at the hospital exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: 2023-09-27 connected device (pleurx/peritx/brand) 50-7050 procedure performed by: physician procedure performed at: hospital information on the error pattern: error location: implantation type of defect: incorrect / uniform / continuous (faulty)

Event description:
Cuff looks out ewimed customer complaint: information about a new deviation. Date: 2023-11-09. Information about the deviation: deviation type: supplier complaint. Deviation no.: lr-2023-0089. Contact ewimed: (B)(6) / quality assurance date of receipt: (B)(6) 2023. Type of receipt: verbal. Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: no. Detection site: 2 - during application. Origin: nursing staff. Catheter position: 0. Complaint: cuff looks out. Product information:. Item no.: 50-7050/(B)(6).- pleurx¿ pleura catheter. Additionally affected item no.: 50-7050/(B)(6).- pleurx¿ pleural catheter. Additionally affected lot no.: not specified. Additionally affected UDI no.: not specified. Affected component article no.: / - affected component lot no: additional informations: description of issue (what / why): cuff looks out. Cuff looks out. Injury (patient / other): no. Product possibly involved in injury: no. Complaint: cuff looks out. Product information: item no.: 50-7050/(B)(6)- pleurx¿ pleura catheter. Additionally affected item no.: 50-7050/(B)(6)- pleurx¿ pleural catheter. Additionally affected lot no.: not specified. Additionally affected UDI no.: not specified. Affected component article no.: / - affected component lot no: additional informations: description of issue (what / why): cuff looks out. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: check-up appointment at the hospital. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: check-up appointment at the hospital. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050 procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Information on the error pattern: error location: implantation. Type of defect: incorrect / uniform / continuous (faulty). Per customer's response received on (B)(6) 2023:. What was the impact to the patient? Had to go to hospital again. How was the issue resolved? Cuff was sutured. Was there any medical intervention required including diagnostics, procedures, and treatment delay? No. Please provide the lot number associated with reported issue: 0001498856.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that cuff is exposed; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001498856 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. We are unable to determine if a placement, growth, or material issue occurred. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.